Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint not confirmed based only on the information received. Root cause unknown. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint states, "after setting up the aquapak, a leak of sterile water is observed at the level of the adaptor of the device." Alleged issue reported as detected during use. No patient impact or consequence reported.(cont.) Patient condition reported as "fine".